Event description:
Pt had a port-a-cath placed. Radiology notes satisfactory placement. The first time it was accessed, the md noted a popping noise. The pt complained of pain. Blood return was described as serosanguinous instead of the common "sanguinous". When dye was injected extravasation was noted around the implanted pump. A small second site of confirmed contrast was questioned along the midportion of the catheter. Pt returned to surgery for removal and replacement.